Event description:
It was reported that a spectrum pump did not recognize the door closed. This occurred programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "not recognize the door closed" was reproduced. A review of the event history log revealed multiple messages shut door- power off!. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link switch as failing component. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.